Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 404 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin pump. The customer reported having a battery issue. Customer also stated having a blank display. Troubleshooting for the high blood glucose was declined. Troubleshooting for the blank display and battery issue was provided and resolved. No products will be returning for analysis.